Event description:
It was reported that the implantable cardioverter defibrillator (ICD), right ventricular (rv) lead and this right atrial (ra) lead were part of a system explant for an unknown reason approximately one month post implant of the ra and rv leads. This ra lead, the device and rv lead were explanted with no information suggesting a new system was implanted. No additional adverse patient effects were reported. The product is in possession of the hospital. The return of the product as well as additional information has been requested. If information is provided in the future, a supplemental report will be issued.